Manufacturer narrative:
Exact date unknown, event occurred sometime last year from the date the manufacturer was made aware. Explant date: sometime last year. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 21155391.

Event description:
It was reported that the patient underwent a system explant procedure due to lack of pain relief. The explanted devices will not be returned as it was discarded by the medical facility.